Manufacturer narrative:
This report is filed january 21, 2016. Device not received by manufacturer

Event description:
Per the clinic, the patient developed an infection at the implant site post-operatively. Pressure was placed on the implant site by the patient's physician in the site rupturing. Subsequently, the device became extruded through the skin flap. Revision surgery was performed on (B)(6) 2016, and the device was explanted. It is unknown whether the patient will be re-implanted with a new device as of the date of this report, janaury 21, 2016.